Manufacturer narrative:
(B)(4).

Event description:
As per the clinic. The patient experienced skin overgrowth at the implant site. Subsequently, the patient underwent revision surgery under a mac anaesthetic on an unknown date.